Event description:
Info rec'd indicates the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The tech found dirt and dust on the gas spring release pin. The tech cleaned the spring release pin to repair the bed.